Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the circumstances leading to the event did not include a change in programming. In (B)(6) 2014 the patient was told by a manufacturer representative that the battery for the implantable neurostimulator (ins) would last 4-5 years and the same for the rechargeable kind. However, now another manufacturer representative informed the patient that the rechargeable ins last 9 years. It was reported that now the patient will opt for a rechargeable ins. The patient was disappointed their battery only lasted 2 years. Patient weight was reported to be (B)(6). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain. The elective replacement indicator (eri) was reported on the patient¿s device. It was reported that this occurred about two to three weeks ago in (B)(6) of 2017. It was reported that there were no trauma/falls related to the issue. There was a dissatisfaction with the ins longevity. The patient was redirected to follow-up for their eri with a healthcare provider. There were no symptoms reported. No further complications were reported/anticipated.